Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user dropped their ilet pump, causing the connector to break off and leaving the cartridge stuck inside the chamber. The agent walked the user through using the fill tubing option to push out the cartridge, which was successful. The user was advised to perform a full supply change to resume insulin delivery, which they confirmed. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.